Event description:
The patient presented to the clinic for a follow-up, and it was found that the left ventricular (lv) lead was dislodged. No electrical anomalies were noted. The patient was asymptomatic and underwent an lv lead replacement on the same day. The lv lead was explanted. The patient was discharged in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.